Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6 failed and produced a loud clicking sound. Customer tried to reboot and recover the storage space, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was failed and produced a loud clicking sound. A field service engineer (fse) confirmed that the main drawer 6 produced a double-clicking noise during access and identified that the position sensor required replacement. The fse later replaced the full height sensor, reseated all cables, rebooted the unit, and performed testing in the hardware test application, which confirmed successful results. The fse verified proper operation as the customer completed an inventory count without any issues. The system functioned as intended after the field service engineer repaired the device.